Manufacturer narrative:
(B)(4): the actual and representative samples were received for evaluation. Visual examination revealed that the combination of needle/suture belong to our product code, however it was found that there is a mix of folder identified with suture size 2-0 instead of 3-0¿.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2015 and suture was used. During the procedure, when the suture package was opened, it was noted that a different size suture was in the package than what was on the label. There were no adverse patient consequences. No additional information currently available.